Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large needle driver instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that the large needle driver instrument had no grip on the needle. The procedure outcome was unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Other backend components adjacent to the broken inputs do not show damage. As a result of the broken inputs, the grips loss tension.